Event description:
Patient has done the home first response triple check pregnancy test in which all three tests came back positive. Urine pregnancy test in clinic negative, symptoms not consistent with pregnancy. The over the counter pregnancy test is not accurate.